Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump got wet and the numbers on the screen would scroll by themselves. Customer's blood glucose was 205 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis. Then, on (B)(6) 2015, customer's blood glucose dropped to 29 mg/dl, after he had reverted to syringes for treatment. He was treated by emergency medical services and refused to be taken to the hospital. On (B)(6) 2015, the customer's blood glucose was 457 mg/dl, but he had not used the insulin pump in over a week.